Manufacturer narrative:
H10: the device was received for evaluation in an opened pouch. A visual inspection was performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a black spot was observed in the tubing of a homechoice cassette. This event occurred before use of the device. There was no patient injury or medical intervention associated with this event. No additional information is available.